Event description:
It was reported that the system 9800 had poor image quality when used on larger pts. There was no adverse pt involvement reported. No detailed pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The output of the x-ray tube was found to be low at the higher outputs. The xray tube was replaced and the system calibrated. The system was tested and found to be working as intended and placed back into service.